Manufacturer narrative:
(B)(6). Investigation summary; bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for clotting with the incident lot was observed. Evaluation of the customer samples was performed and clotting was observed. A review of the device history record was completed for the incident lot. Bd has initiated further investigation relating to this issue through a situation analysis. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion; based on evaluation of the customer samples, the customer¿s indicated failure mode for clotting with the incident lot was observed. Further investigation has been initiated through a situation analysis. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description; a situation analysis has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Rationale ; complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured through a situation analysis.

Event description:
It was reported that the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes had clotting and no serious injury medical intervention

Manufacturer narrative:
Medical device manufacturer: corrected to becton, dickinson and company (bd) in (B)(4). Device manufacture date: corrected to 10/25/2017.